Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of stick down and subsequent leakage can be confirmed based on lot history. The probable cause is due to a manufacturing assembly. The lot history was reviewed and the following nonconformity was identified: exception type: ncmr, document ID: (B)(4). Lot#: 13527107, discrepancy: "during heighten inspection for quality alert qa found 2 subassemblies with stick-down in bag #49. Qty: (B)(4). Per(B)(4): activation test activate clave. Reject if silicone does not immediately return to unactivated position. Fixture(s): t-4256. Maintenance work order number: bracketing to follow."

Manufacturer narrative:
E1 - initial reporter phone is: (B)(6). The device has been discarded. The investigation is pending completion.

Event description:
It was reported that a primary plum set, 4 clave multiport connector, ball check valve in sight chamber, 15 micron filter, clave secondary port, clave y-site, polyethylene lined light resistant tubing, secure lock, 216 cm had a leak issue. It was stated that ¿infusion was set up correctly from one of the connection ports, but the drug being infused was coming out of another port that was not in use. The problem was only highlighted on one device of the indicated batch.¿ sample picture was not provided. Drug used: ciclofosfamide. The leak occurred few minutes after the infusion started. The pump was set at 125 ml/h. The pump did not alarm. The plum set has been removed and discarded according to the procedure. No blood loss considered clinically significant. The set was replaced, therapy resumed, the infusion continued. A retracted valve was detected. The leak did not come into contact with the patient or healthcare professional. The leak was managed as per internal procedure ( spill kit used). The device involved was discarded. The event occurred during patient use, no adverse event, no human harm, no need for medical intervention. There was a delay in therapy.